Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that nurse stated they already changed the arctic gel pads and the arctic sun device. When they tried to start therapy, they got alert 01 (patient line open) and alert 02 (low flow). Device primed and stopped. Initial inlet pressure was -0.4psi. Nurse disconnected and reconnected the pads using proper technique. Nurse restarted therapy and device primed and stopped again. There was no damage visible on fluid delivery line (fdl). Nurse noted they felt no suction when they placed their thumb over the port behind the fluid delivery line (fdl). Nurse stopped device, disconnected pads, and placed device in manual control. Inlet pressure was -5psi, circulation pump command was 89 percent and flow rate were 0.1lpm. Nurse would borrow a device from another department. Per follow up information received on 31-aug-2022, nurse stated that the patient was able to complete therapy on a different device and same pads with no issues.

Event description:
It was reported that nurse stated they already changed the arctic gel pads and the arctic sun device. When they tried to start therapy, they got alert 01 (patient line open) and alert 02 (low flow). Device primed and stopped. Initial inlet pressure was -0.4psi. Nurse disconnected and reconnected the pads using proper technique. Nurse restarted therapy and device primed and stopped again. There was no damage visible on fluid delivery line (fdl). Nurse noted they felt no suction when they placed their thumb over the port behind the fluid delivery line (fdl). Nurse stopped device, disconnected pads, and placed device in manual control. Inlet pressure was -5psi, circulation pump command was 89 percent and flow rate were 0.1lpm. Nurse would borrow a device from another department. Per follow up information received on 31-aug-2022, nurse stated that the patient was able to complete therapy on a different device and same pads with no issues.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be "low flow due to over-lamination of foam to film due to temp controller set too high". The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned